Event description:
During an interventional radiology procedure a 5mm titanium vascular coil intended for one vessel migrated off the catheter and floated to a side branch of another vessel. The coil lodged in the unintended vessel and could not be removed.